Manufacturer narrative:
This physician experienced two cases of postoperative infection by the same organism within a short time period. The manufacturer's investigation showed that the device was sterile at the time of delivery and was unlikely to be the source of the contamination. This is most likely a hospital surgical or post surgical infection and the physician is conducting an investigation of staff and facility to identify a source.

Event description:
On (B)(6) 2015 a procol graft was implanted in the left arm of a female patient for av-access. Approximately 4 weeks later the patient presented with cellulitis over the graft and drainage from the incision above the elbow. A specimen was collected for culturing and the patient was prescribed oral antibiotics and sent home. The culture confirmed the presence of infection (staphylococcus aureus) and when the patient had not responded to the antibiotics after 72 hours the graft was explanted.